Event description:
According to the reporter, intra-operatively, the device jaws was continually popped open when closing around tissue, it would not stay closed. Issue was not due to tissue thickness. Device was not able press the green button and did not fire but the lever could be squeezed. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.